Event description:
Device malfunction: premature clip release. Time of malfunction: during vessel closure. Symptoms/ae: none - failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during the spitting of the exchange sheath, near the halfway point a click was heard and the clip prematurely fired from the device. The clip, reportedly was not delivered in the pt and its location was not specified. The clip applier was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.